Event description:
It was reported that during the percutaneous coronary intervention (pci) procedure faradrive steerable sheath clear was selected for use. It has been mentioned that continuous air was noted. No patient complications have been reported. The product is expected to be returned.